Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing and troubleshooting. The results of the analysis confirmed the sound was inaudible. The soundboard was reseated/reconnected on the pc. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a loose connection of the soundboard on the pc. The issue was resolved by reseating the soundboard on the pc and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that there was inaudible sound at the central station. The device was in use on a patient at time of event, there was no adverse event reported.